Event description:
The customer initiated the call to philips as an inquiry into the alarm defaults settings associated with arrhythmia monitoring. It is unk if this issue resulted in a serious injury or death.

Manufacturer narrative:
(B)(4). The customer initiated the call to philips as an inquiry into the alarm defaults settings associated with arrhythmia monitoring. It is unk if this issue resulted in a serious injury or death. The nurse manager at the hospital stated they are investigating this issue and did not want to comment about the incident. The hospital (B)(4) tested the involved device and reported that it performed within specifications. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.